Manufacturer narrative:
As reported, the collagen of a 6f/7f mynxgrip vascular closure device (vcd) did not release from the system and came out with the device. The procedure was completed using manual compression. There was no reported patient injury. The device was opened in a sterile field. The operator was trained to use the device. Additional procedural details were requested but are unknown. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned in a small ziplock bag for investigation. Per visual analysis, the green shuttle was engaged to the black handle with the stopcock closed. The syringe was connected to the device. The advancer tube and the sealant were deployed on the catheter shaft as received. It was noted that the sealant sleeve was displaced approximately 35 mm from the distal end of the shuttle cartridge tubing, which indicated that the device may have not been completely shuttled down during the procedure. However, it is unknown if the device was manipulated post the procedure. The procedural sheath was not returned. The device was inspected for damages/anomalies that may have contributed to the reported incident. The shuttle tubing was found to be severely kinked at various places. Per functional analysis, since the sealant and advancer tube were deployed on the catheter, sealant sleeve was displaced, and the shuttle tubing was severely kinked, functional deployment could not be performed. Per dimensional analysis, the advancer tube¿s length and distance between the proximal and distal tamp locks were measured and noted to be within specification. Per microscopic analysis, the shuttle tubing was inspected under high magnification, and it was found that the advancer tube was not fully deployed, the green single marker remained in the shuttle tubing. This indicates, the user might have not competed step 2 ¿deploy sealant¿. The tamp locks were inspected for damages that may have prevented the advancer tube from engaging to the proximal tamp lock during the procedure, and no damages or anomalies were observed. The shuttle tubing was observed to be kinked at several places. It is unknown if the kinks were caused during procedure or due to improper packaging, and if they contributed to the reported failure. A product history record (phr) review of lot f2018301 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as failure to shuttle down completely, may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
As reported, the collagen of a 6f/7f mynxgrip vascular closure device (vcd) did not release from the system and came out with the device. The procedure was completed using manual compression. There was no reported patient injury. The device was opened in a sterile field. The operator was trained to use the device. Additional procedural details were requested but are unknown. The product was not returned for analysis. A product history record (phr) review of lot f2018301 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. According to the instructions for use (IFU) which is not intended as a mitigation of risk, insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the device history record (DHR) associated with lot f2018301 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. Additional information is pending and will be sent in upon 30 days after receipt.

Event description:
As reported, the collagen of a 6f/7f mynxgrip vascular closure device (vcd) did not release from the system and came out with the device. The procedure was completed using manual compression. There was no reported patient injury. The device was opened in a sterile field. The operator was trained to use the device. The device will be returned for evaluation. Additional procedural details were requested but are unknown.